Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (B)(6) was returned for evaluation: failure analysis - the customer's statement is confirmed as valid after evaluating the device and shows many deficiencies. The skull clamp's base has worn off inner threads in the center of the starburst teeth. In addition, the skull clamp shows the skull clamp's base has worn off starburst teeth, the base casting must be replaced with the needed pins, and the base is also from an older version that cannot be used. For the adjustment of the lock assembly, new components need to be added to replace worn internal parts, such as the floating ratchet for adjusting the locking mechanism, the worn spring, o-ring, bearing balls and washer. The small parts of the rocker arm (washers, nut and garder screw) must be replaced due to wear; the swivel base has damaged thread and must be replaced, the index knob is from an older version and cannot be used for the assembly, and the rocker arm hole diameters are out of tolerance. The rocker arm must be replaced along with its screw assembly. The torque screw assembly shows wear and a damaged screw thread which makes the screw hard to screw into the extension. The screw must be replaced. The ratchet extension shows wear on its teeth and dents on its sides and must be replaced. After completing the repair, the unit must undergo a function test. Due to the many deficiencies found, the device has been scrapped. Root cause - the complaint is confirmed via inspection of the unit. The unit required replacement of damaged and worn parts. The probable root cause is rough handling and routine wear of the unit. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the skull pin is unstable which prevents adequate fixation of the head to the mayfield modified skull clamp (a1059). Another mayfield was used for the surgery. There was no increased surgery time and no patient injury.